Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm, cosmetic damage and failed battery test on the insulin pump. Customer's blood glucose level was unknown. Customer advised the display screen was scratched, they had no delivery alarm and the insulin pump rejected new batteries. Customer was unable to be reached to troubleshoot the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window and a cracked battery tube threads. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected failed battery test or failed battery alarm noted. Also, no excessive no delivery alarm and no unexpected error codes noted during the testing. No rainbow effect on screen noted during visual inspection.(B)(4).